Event description:
It was reported on (B)(6) 2026, the patient required placement of a PICC line in the antecubital vein of the right elbow. Post placement xrays showed the line was properly positioned. However, during intravenous infusion while hospitalized from (B)(6), backflushing revealed a blood clot approximately 3 cm long inside the catheter. An ultrasound specialist was consulted, who diagnosed a catheter rupture and subsequently removed the catheter. It was later found that the catheter had not ruptured; the misdiagnosis was caused by a difference in the location where fluid exited the valve. However, the issue of a blood clot detected during backflushing remained unresolved.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.